Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a left total knee arthroplasty and approximately 19 days post implantation experienced wound concerns with an irrigation and debridement due to hemarthrosis. Patient experienced continued drainage at 25 days post-implantation, and other wound concerns again at 2 months post-implantation. Patient was prescribed outpatient physical therapy 2 months post-implantation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device remains implanted.

Event description:
Patient underwent a left total knee arthroplasty and approximately 19 days post implantation experienced wound concerns with an irrigation and debridement due to hemarthrosis. Patient experienced wound concerns again at both 25 days and 2 months post-implantation. Patient was prescribed outpatient physical therapy 2 months post-implantation.